Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic sleeve procedure, the patient went home; three days after, the patient died in another hospital near her home. The cause of death and circumstances surrounding the death was disunion stapling on the stomach, generalized peritonitis resulting in death after surgery. It was noted that the surgeon requested for an autopsy.